Manufacturer narrative:
The customer is reporting that replacing the power management board has resolved the problem. Closing case. Multiple attempts were made to obtain additional information: however, no further details were provided.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15feb2021.

Event description:
The customer is reporting the v60 is displaying a diagnostic code of primary alarm failed error. The customer contacted product support and the biomed is reporting that he has replaced both speakers and is now receiving a diagnostic code intermittently. The customer is requesting scheduling of power management board fco to see if that resolves the problem. Created action assignment for philips service long term planners. The customer reported that the unit was not in use on a patient. The customer is reporting they are still waiting for the v60 power management board recall to be implemented.